Event description:
Information was received indicating that this ventilator's alarms and lights were not working at power up. No adverse patient effects were reported.

Manufacturer narrative:
One pneupac¿ pneupac® parapac® ventilator was returned in fair condition. The technician performed an initial check by attempting to power on the device. Dut successfully powered up one time, and then failed on the second attempt. The aforementioned confirmed the customer's reported problem. Based on these observations the technician removed the battery compartment cover for further inspection. The technician found corrosion on the battery cover tabs. The battery compartment assembly (B)(4), and alarm reed, part number 300-9377 were then replaced. The device passed all functional tests after the replacements were made. The customer's reported issue was attributed to normal wear and tear.